Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed an infection. It was further reported that the patient was allegedly diagnosed with thrombosis. The current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately ten months and twenty six days post port placement for chemotherapy treatment, the patient allegedly developed with bacteremia and bacterial infection. It was further reported that patient was diagnosed with thrombosis and pulmonary embolism. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent port placement for chemotherapy treatment. A needle was advanced into the access vessel under ultrasound guidance and a wire was placed. A peel away sheath was placed over the wire. The surrounding subcutaneous tissues were infiltrated with lidocaine and a small incision was made in the subcutaneous tissues of the chest and a pocket was created. The port was placed into the pocket. Using blunt dissection, a tunnel was created from the pocket to the venotomy site, and the catheter was pulled across the tunnel. The catheter was cut to an appropriate length and advanced via the peel away sheath which was then removed. A final spot fluoroscopic image was obtained demonstrating the catheter tip to be located within the cavoatrial junction. The port was flushed with heparin at completion. Approximately eleven months later, patient presented to the hospital for progressive fatigue/weakness, poor oral intake, low grade fever, minimal drainage from rectal abscess and worsening lower extremity edema. A computed tomography of abdomen/pelvis demonstrated bilateral pulmonary emboli in the lung bases in bilateral femoral and iliac vein thrombus, interval decreased size of the perirectal abscess. Subsequent CT angiogram of the chest demonstrated central thromboembolic disease with probable enlargement of right ventricle and associated embolic changes in the bilateral lung parenchyma including infarction evidence in the left base. He was initiated on heparin drip and admitted for further evaluation. His bilateral lower extremity ultrasound which demonstrated extensive bilateral lower extremity deep vein thrombosis, right greater than left with thrombosis extending up to the level of the proximal right femoral vein and distal left femoral vein. And next day, patient had an infectious disease consultation for perirectal abscess growing e avium and e coli and pseudomonas bacteremia. His antibiotics were deescalated to oral ciprofloxacin and recommend continuation of augmentin. Therefore, as per the submitted medical record review, it is confirmed that the patient had bacteremia, thrombosis and pulmonary embolism. However, the relationship between the port and the alleged adverse events is unknown, and there is no device malfunction reported. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2022), g3, h6 (method) h11: b2, b3, b5, h6 (patient, method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.